Event description:
The surgeon inserted an micl 13.2 implantable collamer lens, but removed the lens due to being too long. The lens was removed within the same surgery with no patient injury, no incision enlargement or sutures. The reporter stated after the lens was inserted, the surgeon looked at the lens under the microscope and noted the lens was vaulting. This was due to a mismeasurement by the surgeon and was not due to a malfunction of the lens. A shorter lens was implanted with no problem.